Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, the surgery for kyphoscoliosis was performed by using the viper system. In order to insert the sai screw, the guide wire was inserted from the sacrum to the iliac. When the tap was cut over the guide wire, the tip of the guide wire was broken. A broken piece was left in the patient. The broken piece was not removable. No further medical intervention is planned. The surgery was completed with a delay (less than 30 minutes).

Manufacturer narrative:
Product complaint # (B)(4). One viper 1.37mm blunt guidewire was received by the customer quality unit for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the guidewire¿s distal tip. The second half of the guidewire¿s tip was not returned for analysis. The fracture analysis reveals torsional shear markings following a circular pattern. This suggests that the fractured tip underwent a quasi-static overload torsional shear failure starting at the outer surface and extending to the center of the shaft. The potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A device history record review could not be conducted as a lot number is not available. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the guidewire fracturing could not be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure. No material defects or other abnormalities have been identified in the fracture analysis report. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.